Event description:
Flexible bronchoscope malfunctioned. There was no picture coming up on the monitor. When scope removed from patient a small amount of smoke was seen coming out of the end. No harm to patient. Another scope was obtained and the procedure continued without incident. There were no injuries or harm to the patient.